Event description:
It was reported that a malfunction alarm with code malf 12 occurred, and the issue was not resolved by the initial reset attempt. There was no reported impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump and confirmed the shipping address for a replacement pump. The customer was provided with instructions for storage mode and returning the faulty pump and chose to use multiple daily injections as backup therapy in the meantime.